Event description:
The user received a discrepant hcg result for one patient sample. The initial result of 507.4 miu/ml was reported and the doctor questioned the result. The sample was repeated on (B) (6) 2010 with results of >10000 miu/ml and 171659 miu/ml with a dilution. The patient was not treated due to the erroneous result. The hcg reagent lot number was 15449601. The field service representative could not identify a hardware cause. He checked the sr, pressure transducer and sipper voltages with all results within specifications and he checked the adjustments on all mechanisms. To verify the analyzer operation, he ran performance tests, checked the accuracy and precision and ran qc with results in range.

Manufacturer narrative:
Calibration and quality control recovery were acceptable. No hardware cause was identified. Performance checks were performed and within specification. An instrument malfunction was not identified.

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "reposition the iol" (malposition of device [iol (intraocular lens) implant]). A surgeon reported having a pt that six months following intraocular lens (iol) implant surgery, he would need to reposition the iol. Additional info has been requested.